Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, foreign material was found in the nozzle. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to the number one switch not functioning properly. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found coming out from the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), and to correct d10/h10. Correction to d10: information was inadvertently missed, the customer uses an olympus endoscope reprocesser (oer-5). Correction to h10: information regarding the user's reprocessing methods was inadvertently missed on the initial (see below). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and it is unclear if reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown when the foreign material adhered to the device. Pre-cleaning information was not provided. Manual cleaning information- there were no abnormalities in the accessories used for reprocessing. The scope was not submerged in detergent solution. The air/water nozzle was flushed with detergent solution. The customer used an olympus endoscope reprocesser (oer-5) after primary cleaning immediately after use. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope], inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function], inspection of the water feeding function, keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.